Manufacturer narrative:
Product evaluation: the product was returned for analysis, and the reported complaint was not observed. The product was damaged and this damage was not mentioned by the customer. Solution with blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution with blood, the damage is potentially related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 05/26/2011 by fax and mail. Additional info was received on 05/27/2011 by phone. A completed questionnaire is not expected to be returned. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a follow-up, the surgeon reported the lens was exchanged for a different type of lens because the pt was unable to adapt to the first lens and that he could not correct the vision better than 20/40. He stated there were no defects with the lens.